Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
Conmed japan reported on behalf of the customer that the yprc03, y-knot pro rc anchor, three no. 2 hi-fi was being used on (B)(6)2024 during an arthroscopic rotator cuff repair procedure when it was reported ¿the guide slipped when inserting the inner anchor used to suture the ssp, and although it was successfully inserted, the anchor dislodged immediately. The surgeon opened the product again and tried the same thing, but it slipped in the same way and the anchor tip came out from the guide tip. I opened the product again, adjusted the arm position, and drove in the anchor. Post-operative x-rays revealed metal fragments remaining within the bone. The doctor's opinion was, "maybe it was wrong to force the insertion, and they should have used the punch from the beginning.''. The procedure was completed without the use of an alternate device and there was no report of medical intervention, or extended hospitalization for the patient. This report is being raised on the reported injury of the patient retaining a foreign body.

Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. A two-year lot history review cannot be conducted as a lot number was not provided. A device history record review cannot be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of (B)(4) complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to exercise care in the use of these devices to minimize side or bending loads. Do not use excessive force on instruments to avoid damage or breakage during use. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
Conmed japan reported on behalf of the customer that the yprc03, y-knot pro rc anchor, three no. 2 hi-fi was being used on (B)(6)2024 during an arthroscopic rotator cuff repair procedure when it was reported ¿the guide slipped when inserting the inner anchor used to suture the ssp, and although it was successfully inserted, the anchor dislodged immediately. The surgeon opened the product again and tried the same thing, but it slipped in the same way and the anchor tip came out from the guide tip. I opened the product again, adjusted the arm position, and drove in the anchor. Post-operative x-rays revealed metal fragments remaining within the bone. The doctor's opinion was, "maybe it was wrong to force the insertion, and they should have used the punch from the beginning.''. The procedure was completed without the use of an alternate device and there was no report of medical intervention, or extended hospitalization for the patient. This report is being raised on the reported injury of the patient retaining a foreign body.